Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened, should additional data become available.

Event description:
This ra lead was explanted and replaced during a system upgrade to an ICD. The physician wasn't happy with the placement of this lead, so decided to implant another lead. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated.